Event description:
Trigger on back of mics handpiece broke off during surgery. Handle is no longer able to pivot. The handle is locked in place and cannot be swiveled to view part #/ lot #. Tka case.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported issue: trigger on back of mics handpiece broke off during surgery. Handle is no longer able to pivot. The handle is locked in place and cannot be swiveled to view part #/ lot #. Tka case. Product history review: device history records indicate (B)(4) devices were manufactured under lot k0b1b and all were accepted into final stock on 04/17/2018. Complaint history review: a review of complaints related to prodex lot k0b1b shows 0 additional complaint(s) related to the failure in this investigation. Complaint pr. Visual inspection: visual inspection shows the handpiece locking ring screw is backing out of the locking ring. Dimensional inspection: dimensional inspection was not completed visual and functional inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: functional inspection shows the handle is not able to rotate when in the unlocked state. Conclusion: the pivot handle moves the locking ring inside of the rear pivot housing. The handle is not able to rotate if material interferes with the motion of these components.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Trigger on back of mics handpiece broke off during surgery. Handle is no longer able to pivot. The handle is locked in place and cannot be swiveled to view part #/ lot #. Tka case.